Event description:
Pt implanted with an lcp proximal femur plate for a basilar neck fracture. Pt complained of increased pain of left hip and f/u x-rays taken (B)(6) 2010 showed a broken plate. Plate was removed and pt was converted to a total hip.

Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.